Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of approximately 200 mg/dl with ketones. Reportedly, a healthcare provider identified ketone level as dangerous. Customer addressed bg with pump and manual injections. The cause of bg was unknown.